Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer reported that insulin was leaking from the adhesive of the infusion set. The customer's blood glucose was 577 mg/dl at the time of incident. The customer stated that her blood glucose reached 600 mg/dl. The customer stated that she treated her high blood glucose with manual injection. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will not be returned for analysis.